Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited an error code during programmed electrical stimulation (pes) with the ICD. The error code indicated the ICD did not recognize the fast pacing pulse sequence as induced pes stimulation. This can occur if the device is pacing at intervals shorter than 460 ms. This error code indication is normally overridden during pes and does not pose any threat to patient safety.